Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The excessive no delivery test could not be performed due to prime anomaly. The device also had cracked case at lcd window corners, cracked battery tube threads and scratched lcd window. The device was programmed with correct time and date. It was monitored for 3 days and no time anomaly was noted. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery during bolus. The customer also reported that he would set the clock on the insulin pump and after midnight, it would reset itself to 9 30 am or any other time. The blood glucose was 93 mg/dl. The device was returned for analysis.